Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a maestro generator and blazer catheters were selected for use. A significant number of patients with supraventricular tachycardia (svt) followed index radio frequency ablation done at this account required redo procedure due to svt recurrence within short time. Last time the account did av node reentry tachycardia (avnrt) ablation and patient had recurrence next day. Both non-irrigated and open-irrigated blazer catheters were used with standard input ablation parameters for svt , however, output ablation parameters were not different from expected. There are 3 different clinicians at this account. All of them are very experienced but all of them have had these redo patients. They have had to take these patients to their main account and do these procedures using other rf-generators and other catheters. Functional testing was performed according to work instruction, however, nothing strange was noted. Field service was requested. Catheters would not be returned since they functioned as intended and were discarded post procedure.

Event description:
It was reported that a maestro generator and blazer catheters were selected for use. A significant number of patients with supraventricular tachycardia (svt) followed index radio frequency ablation done at this account required redo procedure due to svt recurrence within short time. Last time the account did av node reentry tachycardia (avnrt) ablation and patient had recurrence next day. Both non-irrigated and open-irrigated blazer catheters were used with standard input ablation parameters for svt , however, output ablation parameters were not different from expected. There are 3 different clinicians at this account. All of them are very experienced but all of them have had these redo patients. They have had to take these patients to their main account and do these procedures using other rf-generators and other catheters. Functional testing was performed according to work instruction, however, nothing strange was noted. Field service was requested. Catheters would not be returned since they functioned as intended and were discarded post procedure. Furthermore, it was reported that the event took place at the (B)(6) hospital. Results of functional and electrical safety testing confirmed this maestro 4k properly working. Moreover, six ablations were made using the maestro (3 ablations) and a non-boston scientific generator (3 ablations) at the same conditions and no significant difference between lesions sizes was seen.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.